Manufacturer narrative:
The device is expected to be returned; however,the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple altitude alarms. The customer's blood glucose would elevate; but was currently stable. The customer cleared the alarm and the alarm would reoccur.